Event description:
It was reported that the patient underwent a da vinci-assisted right lobectomy procedure, there was bleeding from the pulmonary artery (pa) at a site separate from where the surgeon was intending to staple. The procedure was converted to open surgery. The surgeon used a gray covidien endo gia stapler made by medtronic for stapling during the procedure. The covidien endo gia stapler was deployed laparoscopically via a separate port, and after stapling, there was bleeding. The surgeon was transecting and stapling the bronchus and the right superior segmental artery was injured. The surgeon was uncertain if the covidien endo gia stapler got caught with another staple, the visibility was not clear enough due to bleeding when the stapler was removed. The bleeding was from the area previously stapled with a 30-curved tip and had been hemostatic and not bleeding until after the endo gia staple fire. The physician had been dissecting around that area with da vinci instruments but no significant bleeding was seen until after the endo gia stapler was fired. The estimated blood loss was about 2 liters. A vascular surgeon was called in to repair the pa and the patient required 3 units of packed red blood cells. The patient was extubated immediately after the surgery. The patient is doing well, there were no post-operative complications reported, and was subsequently discharged home. The physician confirmed that the da vinci system or instrument did not cause or contribute to the bleeding and conversion to open. There were no isi system or instrument malfunctions associated with the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).